Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change while using a 23" 6 mm infusion set and required assistance to resume insulin delivery. Symptoms included elevated blood glucose up to 221 mg/dl for about one hour with device alerts for prolonged elevation and no ketone testing, back-up therapy, or medical intervention. Outcomes included no injury, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and education completed with the user, and no device alerts or alarms were reported beyond high glucose notifications. Investigation of this case revealed no confirmed device or component malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.